Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7070739.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of infection were rubor, dolor and dehiscence. The infection was neither device nor procedure related. The patient was administered with intravenous (IV) antibiotics. The patient underwent an explant procedure. All device components were removed and were not returned as it was retained by the facility.